Manufacturer narrative:
The analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled and upon the first firing the advancer bypass the clip causing a malformed clip; subsequent firings resulted in properly fed and formed clips. No jamming issues were noted during functional testing. The instrument locked out as intended, but orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported by the sales rep that during a lap cholecystectomy procedure, the instrument jammed after the first firing. Case completed with another device of the same product code. No patient consequence.